Manufacturer narrative:
(B)(4). Batch # p94j95. Device analysis: the analysis results found that the el5ml device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. The instrument was disassembled, upon disassembly 10 clips were found inside clip track. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The reported complaint was confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Staple would not "fire" and move forward in the jaws. Another clip applier was obtained and used. There were no patient consequences.